Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the starclose se was difficult to remove from the anatomy. The dilator was inserted into the access ports, releasing the locking mechanism on the thumb advancer, resulting in the locator wings fully collapsing and the starclose se device was removed from the pt's anatomy. Hemostasis was achieved with the starclose se clip. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.